Event description:
Coiling treatment of a vessel. It was reported the coil did not deploy desirably. Upon repositioning, the coil appeared to tangle itself and could not be advanced or retracted. During removal, the delivery pusher became damaged and the coil detached. The entire system (coil and catheter) was removed and the procedure continued with additional coils. No patient injury reported.

Manufacturer narrative:
Only the delivery pusher was returned for evaluation and confirmed the implant coil detached. (B)(4).